Event description:
Additional information was received stating that the suicide attempt was around two and a half months ago. It was also stated that this is not related to the vns and that stress/bipolar disorder precipitated the event. For intervention the patient now sees the therapist weekly. It was also stated that the attempts before the patient was implanted with the vns were more severe.

Event description:
It was reported that the vns patient had suicide gestures or attempts since the last visit. Attempts were made for additional information about the event, and are still in progress.